Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr36929652 of celsite access ports which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of 298 access ports released in march 2018. Investigation results: we received for investigation one celsite st301 access port from batch nr36929652, we have noticed 20 punctures on the septum. We received 2 parts of catheter. 1 part of 4.5cm long connected to the access port. The second catheter part measures 20cm long graduated from 5 to 20. Both catheter parts fit perfectly. Ruptured areas have a smooth part. We received the connection ring connected to the access port, no defect has been detected. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. Characteristics , measures (mm) , specifications (mm). Catheter: int. Diameter , 1.08 , 1.10+/-0.05. Ext. Diameter , 2.82 , 2.20+/-0.05. These characteristics conform to our specifications. We received x-ray pictures showing the implanted device, it seems that the catheter could be a little short, but the x-ray is not good enough to be sure about this. Conclusion: no manufacturing defect has been detected on the returned sample; the returned sample is compliant with our specifications. We think that the catheter was encapsulated by the vein wall, which has been caused the remove difficulties. This could be due to the catheter placement and/or catheter shortness, especially since the incident occurred 7 months about after the implantation. According to the investigation results and the received elements, we can conclude that this incident is not related to the device. It is worth noting that the IFU specifies, "be vigilant if there is excessive resistance to the removal of the catheter. Catheters may become encapsulated and attached to the vein wall. Should this occur and it is not possible to remove the catheter without risking catheter fracture, or if the catheter is fractured, the advice of an interventional radiologist, surgeon or other physician with endo-luminal experience should be sought". (IFU §ix-2) this is a rare incident. No corrective action is envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
Catheter difficult to remove. "(B)(6) 2018: removal of the implantable site for end treatment. During the procedure, the surgeon tries to remove the catheter that breaks. The distal part remains in place at the inferior vena cava / right atrium junction. The access port, the connection ring and part of the catheter are removed. The patient is transferred to interventional radiology where the distal part is removed."